Event description:
It was reported that the pump battery will not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including using a different wall adapter and charging cable, but these did not resolve the issue. Technical support decided to replace the pump, and the customer will continue to use current pump as a backup therapy.